Event description:
It was reported the patient had surgical revision performed on the lead and extension on (B)(6) 2011. Approximately four months earlier the patient had loss of pain coverage as a symptom. An x-ray was taken which showed leads were at c6-7. Lead migration was reported. It was noted the event may have been related to the implant procedure. The patient's device was reprogrammed approximately two weeks after surgery. The event was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-45, lot# v383869, serial# implanted: (B)(6) 2011, explanted: product type lead; product ID 3888-45, lot# v454083, serial# implanted: (B)(6) 2010, explanted: product type lead; product ID 3888-45, lot# v238364, serial# implanted: (B)(6) 2010, explanted: product type lead; product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension; product ID 37082-40, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension. (B)(4).